Event description:
Additional information was received from the manufacturer representative (rep) reporting patient let him know the ins -in her chest- is flipping in the pocket and the "chord" in her neck feels tighter and there is soreness in chest from the flipping.

Manufacturer narrative:
Concomitan products: product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type lead product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that system is an off-label application, one lead has forehead placement and one lead near pt's eye. The caller states that the pt is saying that when the ins is turned on, within an hour or so the battery and leads 'heat up'. The caller states ins is in left clavicle. Caller states she checked all impedances and they were 'green' between 1100-1500ohms. Caller states she tried different electrodes as well. It is unclear the reason for the issue, speculation around pt's perception of the stim and the location of the components. Tss reviewed considering programming adjustments, possibly cycling.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the battery and leads heating up was not determined but was confirmed that it occurred when the ins was turned on. Actions taken to address the issue was the rep decreased the intensity. It was unknown if the issue was resolved. Additional information was later received on 2021-(B)(6) from the rep reporting that they spoke with the patient on the (B)(6) and the patient was still having burning pain with stimulation use. Pt also describes this pain as pressure and burning fullness at ins site. On left side of face, pt has one perc lead above their eyebrow (for trigeminal neuralgia) and the other perc lead is below their eye for cheek pain. Pt using simple bipole for each lead. With lead above eyebrow, pt can run stim about 2 hrs and then pt needs to shut off stim due to discomfort. For lead under eye, pt can run stim about 45 min and then has to shut stim off. The burning pain sensation takes about 15 min to go away after turning stim off. Pt using low settings, 0.2ma and 60hz and unknown pw. The ins site is well healed and there is no sign of infection. Per caller, reprogramming has not been exhausted. Tss reviewed consideration of cycling use.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6) implanted: 2021-(B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Rep reported the patients ins suture had broken which allowed the device to flip. The patient had a revision surgery on (B)(6) 2021 to re-suture the battery. Issue has resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type lead product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.